Manufacturer narrative:
Product analysis results: visual and optical examination identified that the hex edges of the torque limiting driver hex edges are becoming worn from what appears to be repeated normal use. Functional test revealed that the handle still functions as intended. This is consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent instrumentation and fusion surgery at t11-l2 due to spine degeneration. Intra-op, while implantation the torque limiting driver stripped. There were no patient symptoms or complications as a result of this event.